Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 lead, implanted: (B)(6) 2008; icf09b-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular lead was possibly fractured and had high impedance. The scv coil portion of the lead was programmed off and the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.